Event description:
During a turp procedure, the ceramic tip of the resectoscope inner sheath detached and fell into the patient. The tip was retrieved with no patient harm. Another like device was used to complete the procedure.

Manufacturer narrative:
This device is currently still under investigation and testing at our facility. As a result, a determination cannot be made at this time. When further information becomes available, gyrus acmi will continue the investigation and update the agency accordingly.